Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a scratched display screen issue. No additional information was provided and troubleshooting was unable to be completed. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/15/2014-product analysis: the pump and battery cap were returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display screen lens was observed to be scratched. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.